Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2019 it was reported that the patient had an infected pump pocket. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the healthcare provider took the patient to surgery and discovered the pump pocket full of pus. The healthcare provider estimated that he withdrew about 100ml of pus from the pocket. The actions and interventions taken to resolve the issue was the pump was removed and the pocket was flushed. The patient was put on antibiotics. The issue was resolved at the time of the event. The patient status was noted as alive, with injury; the injury reported as the patient had an infected pump pocket site and was currently explanted and receiving antibiotics. No further complications were reported or anticipated regarding the event.